Event description:
A user facility reported that the airway tube of an lma broke while being used in a pt. There was no report of serious injury or any risk to the pt. The break occurred at the end of the case when the physician pulled on the airway tube to remove the mask. An MDR is being filed, even though there have been no reports of pt injury associated with failed airway tubes, as theoretically a broken airway tube could cause injury to a pt.